Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The product development evaluation revealed that the function of the device is that the screw and plate construct stays assembled. The hazard is the screw backing out, and the cause of the hazard is poor bone quality, incorrect technique, or surgeon error. The possible harm is patient injury. The current control of this device construct is that the locking screw design affixes the screw head to the plate with threads. This control is still valid because no patient injury or increase in operating room time of greater than 20 percent was noted. Upon further investigation, it was noted that the surgeon did not use the torque limiting attachment when inserting the 2.7mm locking screws. Also, the plate was trimmed near the affected plate hole, and reshaped with bending irons before the screw was inserted into the affected plate hole. Since the torque limiting attachment was not used during the case, the insertion torque on the 2.7mm locking screw could have been excessive, thus causing the locking screw to thread completely thru the plate. Also, the reshaping of the plate could have distorted the locking hole and affected the fit of the screw inside the plate. The complaint is invalid. Original awareness date is (B)(6) 2012. New information was received (B)(6) 2013.

Event description:
This is report 2 of 2 for complaint number (B)(4).

Event description:
It was reported that during a distal tibia fracture procedure, the surgeon was placing one of the last 2.7mm locking screws into the 2.7/3.5mm lcp anterolateral distal tibia plate and the screw went through the hole. The screw was removed and discarded. The surgeon used another screw to complete the procedure with no adverse effect to the patient. This is report 2 of 2 for this event.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.